Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 29 devices pending evaluation had the reported issue confirmed via analysis of data provided by the user.

Event description:
This report summarizes 32 malfunction event, where it was reported the device experienced exposed bare wires or accessible ac current. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation had the reported issue confirmed via analysis of data provided by the user. 2 devices are still pending evaluation.

Event description:
This report summarizes 4 malfunction event, where it was reported the device experienced exposed bare wires or accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event, where it was reported the device experienced exposed bare wires or accessible ac current. There was no patient involvement.